Event description:
It was reported the needle leaks in the part below the protective butterfly, causing the medication (chemotherapeutic) to come into contact with the patient's skin. There was no serious injury to the patient's health, as the problem was detected in time. It was reported this occurred with four devices. This report addresses the first device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asftf035 showed three other similar product complaint(s) from this lot number.